Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the initial reporter's phone number and complete facility address were not available device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the button of the device not being able to bounce back was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had an insufficient/low power and could not disengage the attachment ¿ coupling. It was observed that the mode switch resistance was too low. It was further determined that the device failed pretest for check the attachment coupling, check attachment coupling with oscillating drill attachment, check free movement of soft mode switch and check power with power test bench. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the button on the compact air drive device could not bounce back. It was further reported that the button of the device could not bounce back when the choke was replaced and the bounce was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.